Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the observed discrepancies were consistent with situations in which estimated sg values provided by the eversense app were entered as calibrations instead of true bg values. Customer care recommended the user to re-link their sensor to clear calibration history and any potential calibration misalignment. However, the user stated that the system has stabilized and they preferred not to perform the sensor re-link. Customer care acknowledged the user's response and encoraged them to reach out again if the discrepancies reoccured.

Event description:
On may 4th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.